Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and slight evidence of blood were observed. Trace of blood was visible on the delivery tube. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube in unfold state. Seal was observed to be delaminated/cracked on the outer surface of the coil. The slide lock was engaged. The plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint is confirmed for both the reported failure "crack seal" and analyzed failure "fitting problem".

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system the customer found a crack on the seal (looked loosened) just before loading it into the delivery system. A replacement was used to continue the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system the customer found a crack on the seal (looked loosened) just before loading it into the delivery system. A replacement was used to continue the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system the customer found a crack on the seal (looked loosened) just before loading it into the delivery system. A replacement was used to continue the procedure. No patient injury was reported.